Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation confirmed that there was no auditory sound even with auditory alarm settings set to "high". Investigation revealed a bad solder joint, resulting in malfunction of auditory sounds/alarms. Investigation also revealed that the vibration motor was unresponsive. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pump was returned for inoperable auditory alarms. Evaluation revealed that neither the auditory or vibratory features were functioning. This report is made based on results of investigation completed on (B)(4) 2011.